Event description:
It was reported that the patient noticed the recurrence of stress urinary incontinence (sui), requiring the use of one pad per day with his artificial urinary sphincter (aus) device. He underwent a surgical procedure in which his pressure regulating balloon (prb) was explanted and replaced. Upon explant, it was noticed that the balloon was not working properly. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary based on all the available information, boston scientific concludes that the visual examination of the device did not identify any leaks; however, the functional testing performed on the balloon showed that the component performed below specifications. Therefore, although the urinary incontinence allegation was unable to be confirmed, the mechanical issue allegation was confirmed. It is probable that the problem observed, can lead to the urinary incontinence. Device history record (DHR) review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis the product was returned for analysis to our post market quality assurance laboratory. Visual examination of the balloon did not identify any leaks in the component. Functional testing performed on the device showed that the balloon tested at 55.2cmh2o. Since the balloon was originally rated at 61-70cmh2o, the balloon performed within specifications. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient noticed the recurrence of stress urinary incontinence (sui), requiring the use of one pad per day with his artificial urinary sphincter (aus) device. He underwent a surgical procedure in which his pressure regulating balloon (prb) was explanted and replaced. Upon explant, it was noticed that the balloon was not working properly.